Event description:
On (B)(6) 2025 a customer reported an unexpected negative antibody screen result with capture-r ready-screen 3 on an echo lumena instrument. Customer reported a delayed transfusion reaction.

Manufacturer narrative:
No specific root cause or defect was identified. There is no specific action that users are expected to take to mitigate the reported device failure/malfunction. On (B)(6) 2025 immucor technical services used remote access to review the antibody screen result results on echo lumena instrument serial number (B)(6) for batch 17868 which was tested on may 21, 2025 at 0308. This review showed cell 1-3 as negative and control performed as expected. No instrument problem was identified. The immucor internal reference for the associated record is pr# (B)(4).